Manufacturer narrative:
Additional information received reported that during routine monitoring for atrial oversensing, current non-magnet electrogram reveals questionable atrial capture, possible far-field sensing and occasional safety pacing. The lead remains in use. No patient complications have been reported as a result of this event. (B)(4).

Event description:
It was reported that there was stable low atrial lead impedance and poor sensing. The lead remains in use and will be monitored closely. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrs1 implantable pulse generator (ipg) implanted: (B)(6) 2012; 4965 implantable pacing lead implanted: (B)(6) 2012. (B)(4).